Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when stapling the vessel of the lung segment during a robotic laparoscopic assisted thoracic surgery segmentectomy, the surgeon saw a small bleeding at the beginning of the staple line. It was stated that two reloads had the same malfunction. They placed a clip on the vessel to stop the bleeding.